Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. During catheter preparation, the first farawave catheter was opened and saw white residue on handle, and it was decided to get a new catheter. The second catheter also malfunctioned and would not return to neutral after going to basket and flower. Finally, a third farawave was opened and the procedure was completed successfully with the third farawave catheter. No patient complications were reported. This first farawave catheter is expected to return for laboratory analysis.